Manufacturer narrative:
The bil-t gen.3 reagent lot number and expiration date were not provided. The field service engineer (fse) replaced various parts and performed a full instrument decontamination. Some nozzles were adjusted and other relevant parts of the instrument were checked. The rinse level was high. The fse adjusted the rinse level and the reagent washes. The gear pump head was adjusted. A sample probe was adjusted. The fse performed a cell blank calibration with acceptable results. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple pediatric patient samples tested with bilirubin total (bil-t gen.3) on a cobas 8000 c702 module. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial bilirubin total result was 0.1 mol/l with a data flag. The repeated bilirubin total result was 72.8 mol/l. Patient 2 initial result was less than 3 umol/l. The repeat result was 111.6 umol/l..